Event description:
Patient states that by checking her glucose frequently using the abbott freestyle libre 14 day continuous glucose monitor (cgm), she achieved normal to near normal glucose levels per the cgm sensor within days of applying it. She had no change to her insulin, glp-1, or oral medications used to control her blood glucose. Patient uses abbott freestyle libre cgm and mckesson true metrix self monitoring glucose meter system and strips. Upon learning that patients were experiencing a wide discrepancy between the results of the two systems, the patient was asked to compare the cgm reading to the fingerstick monitor result concurrently. Pt cgm readings read low compared to fingerstick blood glucose readings with reading from 1- to 70+ mg/dl. For example, cgm sensor read 97 while finger stick read 174. There have been other patients with a similar experience. This patient has not been to the office to have controls run on glucose meter and compared to the patient's personal reading at the same time. FDA safety report ID # (B)(4).